Event description:
It was reported that the pt experienced a worsening in listening, not being able to hear voices anymore but only nose. After a few days, the pt had no access to sound. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.